Manufacturer narrative:
H4: device manufactured between june 5, 2020 to june 8, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed that fluid was inside the bladder which suggested the fluid would not flow. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.